Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited noise on the ventricular rate/sense channel. All lead measurements are stable, however the r-wave measurements are low at 2mv. There is a report of pacing inhibition, however, the patient had an underlying rhythm and had no symptoms.